Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, an expanding aneurysm by 1.5cm (greater than 1cm) with a possible type iiib endoleak were detected during routine follow-up. The physician elected to treat the patient by implanting a medtronic (non-endologix) endurant aui device on (B)(6) 2019, and the patient was converted to aorto-unilateral repair with a fem-fem bypass. The patient tolerated the procedure well and was discharged. There have been no additional patient sequelae reported.